Manufacturer narrative:
Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this ICD were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The device interrogation revealed the eos battery status, detected on april 30th, 2021. The device was implanted for about 110 months and 44 charging cycles were recorded in the devices memory. In order to obtain further insights, the ICD was opened and the inner assembly was inspected. The visual inspection showed no anomalies. Subsequently the current consumption of the electronic module was verified by direct measurement and proved to be as expected and consistent with the interrogated ICD data. There was no indication of a malfunction of the electronic module. The battery was sent to the manufacturer for further analysis. The manufacturing records of the battery were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process, associated with this battery. The visual inspection of the battery did not reveal any external signs of damage. The voltage measurement confirmed the battery depletion and the microcalorimetry analysis showed an elevated heat dissipation. In a next step, the battery was opened for destructive analysis. The inspection of the inner assembly identified a short circuit within the battery, which led to the elevated internal self-depletion. In conclusion, the device was implanted for 110 months. The analysis revealed an elevated internal self-depletion within the battery.

Event description:
After an implantation period of approx. 110 months, it was reported that the device shows the eos status. Please note this ICD is affected by a field safety corrective action, bio-lqc, initiated in march 2021.